Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened.

Event description:
It was reported that the end of retaining rod snapped off during surgery.